Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed black, dry peeling skin under the electrodes of lifevest equipment. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved. The physician prescribed triamcinolone acetonide for the skin irritation. It's unclear if the patient used the prescription to help the skin irritation improve. Reporting out of the abundance of caution.